Event description:
It was reported that post implant the atrial lead had high thresholds. The lead was checked via fluoroscopy and was found to be in a position that was stable. Since the patient was not currently requiring atrial pacing, it was decided that no repositioning was required. The outputs on the lead were increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Addr01, implantable pulse generator (ipg), (B)(6) 2014. (B)(4).